Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with inoperability of the inflatable penile prosthesis (ipp). The physician assessed the device and the cylinders did not fill after compressing the pump. The device was evaluated through an ultrasound an a full reservoir was observed. Therefore, the physician determined that a mechanical failure is the most probable cause of the issue. There were no patient complications.